Event description:
The report indicated that the patient went to her local hospital, due to high bg levels and was admitted with dka. History from the pdm showed that her bg levels were consistently high (470-greater than 500 mg/dl) with ketones over a five hour period despite having administered correction boluses via both pod and syringe. Her bg levels eventually decreased and she was released. Later that night, she once again experienced high bg levels (356 mg/dl) and, this time, was admitted to (B)(6) hospital. The rn at (B)(6) was concerned that the pdm may not have been functioning properly; the device had a crack in the upper left corner of the lcd (the crack had been present for about six months). In addition, she had previously encountered errors during the pod fill process on numerous occasions. The pod was removed while at (B)(6); the device was filled with saline and programmed by the pdm to deliver a bolus, which was successful. The patient will be meeting with an rn to program the pdm. No product will be returned for evaluation.

Manufacturer narrative:
The pdm involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have contributed to erroneous bg readings. No conclusion can be reached at this time. Per the omnipod user guide, the patient is instructed to confirm bg readings with a back-up device before taking any action. The user guide also instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues and suggests that the patient always carry extra supplies in case of an emergency.